Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient heard tones from this implantable cardioverter defibrillator (ICD). When the patient was evaluated, it was determined that shocking impedances on the right ventricular (rv) lead connected to this ICD had experienced a sudden increase to greater than 200 ohms. The out of range measurements were able to be reproduced with isometrics. It was reportedly suspected that the rv lead was damaged. The patient's transvenous system was abandoned and a new subcutaneous implantable cardioverter defibrillator was implanted. No additional adverse patient effects were reported.